Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a procedure to implant a 29mm sapien 3 implanted in the aortic position via transfemoral approach. The first 14fr esheath met resistance with the first delivery system & valve. Difficulty was experienced when the delivery system was advanced past the hemostatic valves of the sheath but did not go past the partially expandable section of the sheath. The valve perforated the sheath and it was noted that the valve had bent struts. The first set of devices were removed and a 2nd 14fr esheath was placed into the patient. There was no patient injury.

Manufacturer narrative:
The valve was returned [mp1] crimped inside the solution jar, was visually[mp2] inspected and the following was observed: multiple struts bent inward observed at outflow side. One (1) strut was bent outward at inflow side. All struts exposed through skirt normal after used. Due to the device return condition (valve struts bent) no functional and dimensional [mp3] testing were performed. Imaging[mp4] evaluation was performed and the 3mensio revealed the following: patient's right access vessel had presence of calcification and tortuosity. Calcification [mp5] and tortuosity in right access vessel. Calcification and tortuosity in right access vessel. A device history record (DHR) [mp6] review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history [mp7] revealed no other similar returned complaints for the trend categories. The following instructions were reviewed; instruction for IFU[mp8] for esheath+ introducer set IFU and device preparation training manual. No IFU/training deficiencies were identified. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment (pra). [Mp9] inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed [mp10] to the reported complaint. [Mp11] a review of edwards lifesciences risk management [mp12] documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for failure frame damage was confirmed [mp13] based on the returned device evaluation and provided imagery. A review of DHR and lot history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during a procedure [mp14] to implant a 26mm sapien 3 ultra valve implanted in the aortic position via transfemoral approach. The valve got stuck in the esheath ''. Additional information received indicated ''that the first 14fr esheath met resistance with the first delivery system & valve. The valve perforated the sheath and the valve got bent struts.''. In addition, it was noted ''access was achieved via the right side of the patient, patient had calcification, was morbidly obese and was predilated with a 16fr dilator. It was thought that the angle was too steep''. Per the training manual, ''insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion'' and ''in expectation of high friction, use short movements and push delivery system closer to sheath hub.'' Furthermore, the training manual instructs that ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,'' ''if push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv/delivery system,'' and ''do not overmanipulate the sheath at any time.'' As revealed through anatomical imagery review, the patient's access vessel was characterized by calcification and tortuosity. The presence of calcification and tortuosity in vasculature and high insertion angle can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. So, if excessive force was applied to overcome associated resistance, it could lead to the valve struts interacting with the sheath shaft, resulting in the bent struts as seen at inflow. Additionally, excessive manipulation retrieving the valve back into the sheath likely led to the valve struts damage at the outflow. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (high push force, excessive device manipulation, high insertion angle) may have contributed to the reported event. However, a was unable to be determined at this time. Complaint histories [mp16] for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with distal tip torn. To address the issue, a corrective action preventative action was initiated to drive corrective actions.

Event description:
29mm sapien 3 ultra valve.